Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, during which the entire system was explanted to address infection concerns.

Event description:
It was reported patient experienced pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicated the patient's ipg site has become discolored and blistered with some leakage. Surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient had their system explanted due to a suspected infection at the ipg site was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.